Event description:
Reportedly, on (B)(6). 2023, v egm is represented by a flat line, in recorded episodes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Based on the proper ventricular sensing in unipolar and the incorrect ventricular sensing in bipolar, the proper function of the ventricular lead (non-manufactured by microport crm) should be assessed. Based on available data, no issue is suspected on the device.

Event description:
Reportedly, on (B)(6) 2023, v egm is represented by a flat line, in recorded episodes.